Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable antibodies to thyroid peroxidase (a-tpo) and anti-tg results on their e411 analyzer. The customer provided results for one a-tpo result that was discrepant. The customer stated this issued occurred on more than just this patient sample, but the customer only had details for this patient. The patient's a-tpo result from the e411 analyzer was 217.5 iu/ml. The specific date of this event was requested but not provided. The date of event was set to (B)(6) 2013 as this was the earliest date that was provided by the customer that a patient result was produced. On (B)(6) 2013, the patient's a-tpo result from an alegria elisa analyzer was 510.2 iu/ml. On (B)(6) 2013, the patient's a-tpo result from a siemens immulite analyzer was 323 iu/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The anti-tpo reagent lot number was 173118 and the expiration date was 06/30/2014.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional details were requested but not provided. The difference between the assays above the cutoff range are related to the type of standardization and materials that were used.

Manufacturer narrative:
.